Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was crimped within three or more hours after insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (503 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.